Event description:
On (B)(6) 2011, pt and his wife reported insulin leaked into the cartridge compartment of the infusion device and this resulted in hyperglycemia of 574 mg/dl. Normal blood glucose is 118-140 mg/dl. Pt was taken to the hospital by his wife and held for 8 hours. Blood glucose was 611 mg/dl when he arrived, and he was taken off the infusion device and given insulin injections. Blood glucose was in the 300 mg/dl range when he left the hospital, and he reconnected to the infusion device. There was a large amount of insulin in the cartridge compartment of the infusion device, and he noticed the infusion set luer lock was crooked. He removed the cartridge and emptied the insulin out, and he dried the cartridge compartment with a q-tip and a blow dryer on the cool setting. Pt was advised to not use a blow dryer on the infusion device. The cartridge and infusion set were discarded. On (B)(6) 2011, pt noticed a large amount of insulin had spilled inside the pump again. Pt switched to his backup infusion device, and his most recent blood glucose was 425 mg/dl. The adapter had never been changed, and pt was advised on manufacturer recommendations. Cartridges were replaced, and the infusion device, cartridge, infusion set, and adapter were requested for evaluation. Follow-up was completed with pt on (B)(6) 2011. Pt reported he would have been able to self-treat hyperglycemia and that he went to the hospital because he was unable to lower his blood glucose with the infusion device. The source of the leak was not determined.